Manufacturer narrative:
A partial lead was returned for analysis in one piece measuring 37.3 cm. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead exhibited oversensing and noise reversion episodes resulting inhibition of pacing. The patient was symptomatic and experienced dizziness and lightheadedness. On (B)(6) 2019 the patient presented in clinic and the lead was explanted and replaced. The patient was reported as stable.